Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments and analyzed; analysis indicated a flex fracture of the distal conductor. (B)(4).

Event description:
It was reported that the right ventricular lead was possibly fractured. The lead had an undefined impedance of 9999 ohms and was unable to capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.